Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter was incorrectly set to "mmol/l" unit of measure setting. The patient stated that the reported issue first began the same day, the patient claimed that the meter was previously set to the "mg/dl" setting; however, she admitted that she made recent changes to the meter settings. After the issue, she skipped/stopped taking her "metformin 500 lobstatine." She indicated that she was feeling dizzy when she skipped/stopped taking her diabetes medications. The patient denied receiving any medical intervention. There is no indication that the product malfunctioned since the patient admitted to changing the meter settings. However, this complaint is being reported because the patient allegedly was experiencing symptoms while skipping/stopping her diabetes medications as a result of the "mmol/l" setting. The meter, test strips, and control solution were replaced.